Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer's mother called to report a pod alarmed while her son was sleeping. She also stated that her son's blood glucose readings were elevated and ranged between 230-445 mg/dl. Customer was able to start a new pod successfully. No further issues were identified.